Event description:
During a cardioversion treatment, it was reported that the device failed to deliver a defibrillation shock to a pt. The device shocked the pt successfully two times and failed to discharge charged energy on the third attempt. The customer retrieved a second defibrillator and successfully treated the pt. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance. Follow up with the reporter found that the facility biomed was unable to duplicate the reported device failure. Proper device operation was observed and the device returned to service. The cause of the failure was not determined.